Event description:
On (B)(6) 2013, the reporter contacted animas alleging a dim display screen. The reporter stated that the display screen was dim and unreadable and that the contrast button was no longer responsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.